Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fracturing of the device") in a 34-year-old female patient who had essure (batch no. D01989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2015, 6 months 16 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain/pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy -laparoscopically) and surgery (bilateral salpingectomy -laparoscopically). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pelvic pain, menstrual disorder, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015 - hysterosalpingogram - essure device successfully occluded the left fallopian tube. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, depression, anxiety, reporter, patient demographic information, product stop date, product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fracturing of the device") in a 34-year-old female patient who had essure (batch no. D01989-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2015, 6 months 16 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain/pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy -laparoscopically) and surgery (bilateral salpingectomy -laparoscopically). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pelvic pain, menstrual disorder, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015 - hysterosalpingogram - essure device successfully occluded the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device") and device expulsion ("migration/expulsion of essur device right side coil") in a 34-year-old female patient who had essure (batch no. D01989-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2015 and depo-provera from 2005 to 2010. Concomitant products included escitalopram oxalate (lexapro) since 2016, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2015, ibuprofen from (B)(6) 2015, levothyroxine since 2016 and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy -laparoscopically). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, menstrual disorder, anxiety, vaginal haemorrhage, menorrhagia, depression and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015 - hysterosalpingogram - essure device successfully occluded the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: plaintiff fact sheet received. Event device dislocation updated to device expulsion. New event added: abdominal pain. Outcome for event pelvic pain updated to recovering/resolving. Historical and concomitant drug added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the device') and device expulsion ('migration/expulsion of essur device right side coil') in a 34-year-old female patient who had essure (batch no. D01989-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2015 and depo-provera from 2005 to 2010. Concomitant products included escitalopram oxalate (lexapro) since 2016, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2015 to (B)(6) 2015, ibuprofen from (B)(6) 2015 to (B)(6) 2015, levothyroxine since 2016 and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy -laparoscopically). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, menstrual disorder, anxiety, menorrhagia, depression and abdominal pain outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) -2015 - hysterosalpingogram - essure device successfully occluded the left fallopian tube. Lot number ( d01989 ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the device') and device expulsion ('migration/expulsion of essur device right side coil') in a 34-year-old female patient who had essure (batch no. D01989-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2015 and depo-provera from 2005 to 2010. Concomitant products included escitalopram oxalate (lexapro) since 2016, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2015 to (B)(6) 2015, ibuprofen from (B)(6) 2015 to (B)(6) 2015, levothyroxine since 2016 and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy -laparoscopically). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, menstrual disorder, anxiety, menorrhagia, depression and abdominal pain outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015 - hysterosalpingogram - essure device successfully occluded the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for events pelvic pain and abnormal bleeding (vaginal) updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fracturing of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (laparoscopic removal of the device). Essure was removed. At the time of the report, the device dislocation, device breakage, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device breakage, device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2015, hysterosalpingogram, essure device successfully occluded the left fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.